Event description:
Event description guidant received information that this defibrillation lead exhibited out of range (high) impedance measurements. It was also reported that a lead fracture was suspected.